Event description:
The customer reports back to back results of 375 mg/dl on his meter compared to 24 mg/dl on the emt professional meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.